Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D ¿10: unknown screw, item# unknown, lot# unknown. Unknown plate, item# unknown, lot# unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations. Device used for treatment. Radiographs were provided and reviewed from an radiologist. Fractured screw superior acetabulum and fractured femoral stem are seen. Given the findings suggesting possible cement fracture at the tip of the femoral stem, loosening is considered. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure of the left hip approximately three (3) years post implantation due to pain, increasing functional impotence and femoral implant fracture in its cement sheath. Pseudarthrosis of the greater trochanter was diagnosed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign-france. G2-other-ansm r2309708 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.